Event description:
It was reported that, after a tka in an unknown date, a journey ii bcs knee insert fractured. A revision surgery was performed on an unknown date to treat this adverse event. The patient was not injured beyond the described event. No other complications were reported.

Event description:
It was reported that, after a journey tka construct had been implanted on the patient¿s left knee on (B)(6) 2011, the patient experienced a post fracture of the journey bcs knee insert initially implanted. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The broken insert was explanted and replaced with an unspecified deep dish 10mm insert (size 7-8). The patient was not injured beyond the described event. No other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after three requests, no relevant clinical information, implantation/revision report or radiographs have been provided. Therefore, a thorough medical investigation cannot be rendered nor can a root cause be determined. Per the complaint details, the date of the occurrence of the insert fracture is unknown. Although, a revision was performed to replace the fractured insert the date of the procedure is unknown. Since it was reported the patient was not injured beyond the described event and no other complications were reported, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's post component was broken off. The post was returned with the rest of the device. Batch number was not communicated nor was visible in the returned device. Hence DHR review was not possible. The clinical/medical evaluation concluded that based on the limited information provided, the root cause of the reported post insert fracture nor the degree of involvement of the reported subluxations cannot be definitively concluded. The patient impact beyond the reported symptoms, device breakage and revision cannot be determined and ¿the patient was not injured beyond the described event.¿ no further clinical/medical assessment can be rendered. A review of complaint history of the previous 12 months did not revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, lifetime of device, bone degeneration and/or traumatic injury. The contribution of the device to the reported incident could be corroborated as there is evident damage on device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a journey tka construct had been implanted on the patient¿s left knee on (B)(6) 2011, the patient experienced a post fracture of the journey bcs knee insert initially implanted. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The broken insert was explanted and replaced with an unspecified deep dish 10mm insert (size 7-8). The patient was not injured beyond the described event. No other complications were reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's post component was broken off. The post was returned with the rest of the device. The clinical/medical evaluation concluded that based on the limited information provided, the root cause of the reported post insert fracture nor the degree of involvement of the reported subluxations cannot be definitively concluded. The patient impact beyond the reported symptoms, device breakage and revision cannot be determined and ¿the patient was not injured beyond the described event.¿ no further clinical/medical assessment can be rendered. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.